Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to confirm missing segments due to bleeding lcd glass. Device also received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display as well as damaged. The customer¿s blood glucose level was unknown. Customer stated that they cannot read the display. Customer stated that screen was not cracked but it had pink and purple on his screen. Troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.